Manufacturer narrative:
No product has been returned for evaluation. Evaluation was performed by (B)(4).

Event description:
Information was received that a revision procedure was performed in (B)(6) 2019 for an unknown reason. As per the reporter during service it was identified the o-ring was missing and the pin was broken in two pieces.